Event description:
It was reported by service report that the male side of the cable extenders were broken. It is unknown if there was patient involvement or if there were adverse consequences to report.